Event description:
It was reported that the user experienced a freestyle libre 3 plus sensor connection issue resulting in signal loss, after which the agent guided the user to pair the sensor and glucose monitoring resumed. Symptoms included hyperglycemia with a reported blood glucose of 225 mg/dl while using the ilet. Outcomes included temporary elevated glucose and troubleshooting support. Investigation included customer interview, troubleshooting, and user education. Investigation of this case revealed that the sensor had not been connected and pairing restored data transmission. It was concluded that the event was attributable to sensor connectivity rather than a malfunction of the ilet. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.